Manufacturer narrative:
(B)(4). No product was returned. Requests for the return of the product were not answered. Quality control inspects for proper coil length, curl diameter, securement of end coil and distal welds. Instructions for use (IFU) is supplied with every device. The IFU lists the contraindications, warnings, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible." Per the description of the event the coil was malpositioned. It is feasible to suggest that the failure was procedurally related due to an improperly placed coil which was snared in an attempt to retrieve the coil. Tornado embolization coils are pushable coils that are not designed to be retrievable. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. There is insufficient risk to require mitigating action at this time per quality engineering risk analysis.

Event description:
While doing an embolization of the gastro-duodenal and right gastric artery, the coil malpositioned. The coil was snared and stretched/fractured. Part of the coil was left in it's position. The coil seems stable.